Event description:
It was reported that the patient heard an alert noise (similar to the sound when a magnet programmer is put on) coming from the device. All alerts were programmed off except for low battery voltage (the battery is still good). The alert was determined to be a false alert. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).